Event description:
The zimmer skin mesher was to be used woth the 3:1 mesher/cutter, when the mesher/cutter was removed from the sterilization case the nurse noticed that the cutter drive gear had to send for another set of the zimmer skin mesher in order to perform the procedure, this caused the patient to be exposed to extended o.r. Time and the patient suffered from hypothermia.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.